Manufacturer narrative:
The insulin pump was received with scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had many scratches and the display was worn. No blood glucose reading provided. No further information provided.